Manufacturer narrative:
Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a leakage at site which led to high blood glucose which was treated by changing site and taking additional insulin. Currently, the blood glucose level of the patient was 300 mg/dl. No further information available.